Event description:
It was reported that patient experienced low blood glucose due to having low glycemic meal, protein most of the time and was treated by carb intake, glucose tablets, drank juice, peanut butter and honey event on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.